Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-cardiac surgery and a magnet was placed over the device to inhibit tachy therapy. The physician did not realize that when electrocautery is used, the device would sense that as a heart beat and inhibit brady pacing as well. Therefore, the patient experienced sinus pauses and had complete heart block. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.